Event description:
It was reported this cardiac resynchronization therapy defibrillator (CRT-D) recorded pacemaker mediated tachycardia (PMT) events that appeared to be synus tachycardia. At a PMT event there was a beat of T wave over sensing. Furthermore, several right ventricular events above maximum tracking rate were not tracked or paced. Additional information was received mentioning that the CRT-D recorded myopotential oversensing at left ventricular (LV) lead channel, that could be reproduced with coughing and pressing the hands together. Chest X-ray findings were negative for LV lead issues. The left ventricular sensing function was disabled. The CRT-D remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of known inherent risk of device.